Event description:
Pt reported obtaining a blood glucose result of 996 mg/dl, 997 mg/dl, and 992 mg/dl, while using the suspect device. The device's numeric reading range is 10 mg/dl - 600 mg/dl, values > 600 mg/dl should display as "hi." Pt indicated that no action was taken based on these results. No pt injury was reported and no treatment was received. While on the line with technical support, pt stated that the values were saved in the device's memory. Technical support requested the return of the suspect product and replacement product was shipped.